Event description:
Single patient involved. On (B)(6) 2007 procedure: left renal vein, venogram, attempted stent placement, foreign body retrieval, pulmonary angio-gram. While attempt was made to place stent, stent migrated to the inferior vena cava. The stent was captured and during retrieval, broke apart. Pieces of the stent escaped to the right atrium and the right ventricle and eventually the pulmonary arteries. Patient discharged on anti coagulants. On (B)(6) 2007, admit through emergency room with chest and back pain. Cardiac tamponade - to operating room for pericardial window procedure and admit to critical care bed.